Event description:
The bulb of a bard, 100% silicone, 16 fr. Catheter, 5cc prematurely deflated while in my bladder causing the catheter to come out of the bladder. I have a spinal cord injury and do not void voluntarily. The event caused bladder spasms forcing urine back into the kidneys resulting in autonomic dysreflexia. An emergency home health visit was needed to insert another catheter.